Manufacturer narrative:
(B)(4). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Additional information: the promus stent was implanted in the circumflex to the obtuse marginal. The patient was experiencing dyspnea for 4 weeks, worse with exertion. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the index procedure during which a 3.5x15 mm promus stent was implanted in an unspecified artery. The patient reportedly expired on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.